Event description:
On (B)(6) 2013, a reporter contacted animas alleging that their device's tactile functionality wasn't working properly. The reporter claimed that after they went for a swim they were presented with multiple cs errors. Once those errors were cleared, the reporter alleged that the cursor on their display screen was constantly moving, rendering the device impossible to use. This issue is being reported because it was not resolved at the time of troubleshooting. There is no evidence to suggest that this caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/19/2013 with the following findings: during investigation, moisture was observed through the display lens. The pump powered on with no vibrations and a blank display screen. The keypad was found to be fully intact; there was no peeling or damage observed. During testing, all keypad buttons were found to be unresponsive due to moisture. There was evidence of contamination found under the up arrow and contrast key contacts. There was no moisture corrosion found in the battery compartment. A leak test was performed and revealed a display lens leak. The pump cover was removed and moisture corrosion was observed on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.